Event description:
Defective and leaky effluent bag: baxtera6001-5l effluent bag, ref 114423, lot 3570-a7344. ECMO pt with crrt (continuous renal replacement therapy). Effluent bag was changed as prompted. Pt was awake. ECMO and crrt circuits were functioning without problem. Pt vital signs were within normal limits. As soon as the effluent bag was changed, rap (right atrial pressure) started to decrease to negative number, ECMO circuit was cutting out. Venous negative pressure from ECMO became too negative. Pt flow from ECMO decreased. Pt's became hypotensive. Noticed that effluent bag was leaking in spite of the outlet valve completely closed. Immediately called md, ordered to give total of 60 ml ns (normal saline) bolus. Crrt not removing fluid from pt, crrt pt removal rate decreased to 90 ml/hr from 130 ml/hr (pt's total ivf (IV fluid) intake was 125 ml/hr). Pt was still awake. Replaced a new effluent bag. Unable to measure how much fluid leaked out. Frequently assessed and checked ECMO and crrt for any new clots, ensured that both circuits were running. Also informed rn of the defective product. This bag was disposed. This event had minimal temporary harm.